Manufacturer narrative:
One used unit was received for evaluation. A visual inspection noted that the airway line and the pilot balloon are no longer connected. Further inspection of the airway line revealed that the airway line was separated right below where the adhesive is applied to the balloon. A portion of the airway remained attached inside balloon. Functional testing was performed and the cuff inflated. Manufacturing review was performed and this device passed both leak tests; therefore, there were no tears present in the inflation line prior to packaging the device. The observed defect cannot be attributed to the manufacturing process and was likely caused due to improper device handling.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the cuff was torn at the distal end. The event occurred while in use with the patient and a tracheostomy tube change had to be performed as an emergency. There was patient involvement but no patient harm.